Event description:
A healthcare professional called on behalf of the customer. She alleged his contour meter was reading in mmol/l. The customer was not aware the units of measure were incorrect. He had misinterpreted the readings and adjusted his insulin, but no adverse events were alleged. The caller was unable to provide any additional information. She did not have the meter with her at the time of the call. The customer's meter is to be returned. A replacement contour was sent to the customer.

Manufacturer narrative:
The caller did not have the customer's meter at the time of the call, so product information could not be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.